Event description:
During a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The lesion being treated was a heavily calclfied, 95% stenosis in an unspecified, but tortuous coronary artery. The lesion was wired without difficulty. The burr was advanced over the wire and the physician crossed the lesion by "dottering" with the burr three times. The lesion yielded and the physician was able to make three passes with the burr. When the ablation was stopped, the physician was unable to remove the burr. Attempts to remove with dynaglide and advancing the burr were unsuccessful. The left femoral artery was accessed and a guide wire and catheter were placed in the coronary artery. Attempt to pass a balloon past the burr was unsuccessful. The pt went to surgery to remove the burr. Info regarding pt status is unknown at this time.